Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient encountered insulin flow blocked on (B)(6) 2024. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.